Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer's cursor wandered when in use after the software update. It was noted that the power supply was damaged and programmer could not turn on. The power supply was replaced. It was also noted that the programmer booted up with failure code and link electronic module (lem) printed circuit board (pcb) was replaced. Reconfigured, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor wandered when in use after the software update. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b3. Date of event e. Initial reporter correction : b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported there was no patient involvement.